Manufacturer narrative:
No button error alarm was noted. However, the insulin pump had intermittent act button response due to corroded keypad traces. The insulin pump had minor scratches on the display window, cracked case at the display window corner, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
The customer's father reported via phone call that the insulin pump alarmed button error. The customer's blood glucose was unknown. The customer's insulin pump also had a keypad was unresponsive. The customer's father stated that there was no significant events leading to the alarm. The customer was advised to revert to a back-up plan. The customer was advised that the insulin pump would be replaced. The customer did not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.